Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic prostatectomy, the sinch on the wings that are meant to hold the suture in position cuts the suture instead. No harm to the patient. No additional information can be provided by the account.